Event description:
It was reported that the user inadvertently announced two back-to-back dinners within minutes, which led the pump to interpret a single large meal and deliver insulin accordingly. No reported symptoms. Outcomes included the need for corrective actions for potential hypoglycemia. Investigation included user education and troubleshooting regarding proper meal announcement timing and strategies to mitigate insulin stacking. Investigation of this case revealed use error related to duplicate meal announcements; the device and its meal announcement feature functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error.